Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6)2021,explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted:(B)(6) 2021, explanted: product type lead .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient denies falls trips and accidents. Patient states on (B)(6) 2024 was sitting in chair and he heard a pop and felt a shock that was very strong that traveled up his spine. Patient then states a few seconds later, he felt the same shock and after that he noticed he was unable to adjust his traditional, low-dose simulator settings. Rep met with the patient on (B)(6) 2024. Connection check shows red x at electrode 10. Impedance check shows possible open short electrode 10 greater than 40,000. Reprogrammed patient. All patients painful areas covered. Patient expresses satisfaction with stimulation coverage.